Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female patient underwent unspecified breast surgery with a 300cc mentor memorygel breast implant on the right side, and with an unknown size unknown gel implant on the left side and experienced bilateral breast implant rupture. As a result, the devices were explanted on (B)(6) 2022 this medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On january 13, 2023, mentor became aware of the following and corresponding fields have been updated on this form: - event day was 19; field b3 has been updated to "7/19/2022" - procedure perfomed was breast augmentation - replacement devices used on (B)(6) 2022 were catalog number 3503501bc; serial number (B)(6) on the right side; and catalog number 3503751bc; serial number (B)(6) on the left side - left side lot number is 175718 - patient also experienced left side granuloma in addition to bilateral rupture on january 26, 2023, the mentor failure analysis lab received the device for evaluation. On february 1, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 300cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.3 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).